Event description:
A patient reported issues with their pump, including a the cgm frequently lost connection to the pump, affect the charging connection. It was noted that there was no adverse impact to the customer's blood glucose level. The warranty had expired, and the patient declined further follow-up from customer technical support.